Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to communicate with his ipg using external devices. It was confirmed his ipg is inoperable. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient's ipg was replaced with a new one which resolved the issue.